Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. The procedure was completed successfully and 4 hours after patient left the laboratory the effusion was noted. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that there was supposedly a perforation in the right superior pulmonary vein but physician didn¿t do any ablation in that vein. Settings during the event include: power titrated between 25-35 watts, irrigation flow at 30 cc, st. Jude medical agilis sheath was used and a 98 cms brk needle. The activated clotting time was between 300-350 seconds.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system us catalog #: fg540000 serial #: (B)(4) product name: stockert 70 rf generator us catalog #: s7001 serial #: (B)(4) product name: coolflow® irrigation pump us catalog #: cfp002 serial #: (B)(4) product name: lasso® nav eco variable catheter us catalog #: d134301 lot #: unknown product name: webster¿ electrophysiology catheter us catalog #: d610drp10rt lot #: unknown product name: acunav 8f-90 us catalog #: 10135936 lot #: unknown (B)(4).